Event description:
It has been reported to philips that the system was down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred. Onsite service was required, however, the customer cancelled the onsite service from philips. No device inspection was performed by philips. The resolution and root cause of the reported problem were unable to be determined. Since the customer refused the service from philips, no further information could be obtained from the customer. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected. H3 other text : on-site evaluation cancelled; no response received for further information.